Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report # 1627487-2016-05877. It was reported the patient's leads had migrated. As a result the stimulation was ineffective. The patient underwent surgery where the leads were explanted and replaced. The patient reportedly receives effective stimulation and the patient's issue was resolved.